Manufacturer narrative:
(B)(4). Visual inspection of defective device cannot be performed because of unavailable defective device. Because the photo of reported defect was provided by the customer, the visual inspection of photo could be performed. Provided photo (photo 1) was examined. It is visible some white particles. Because the bag is powdered from outer side, these white particles can be from bag. It is visible also that the photo is much zoomed, therefore the white particles are very small in fact. The other remarks: reported defect "bag left traces of talcum in the patient" can be confirmed based on provided photo. The white particles can be from bag, because the bag is powdered from outer side.

Event description:
It was reported that the bag left traces of talcum in the patient. The surgeon gets worried about organic compatibility and risk of adherence. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bag left traces of talcum in the patient. The surgeon gets worried about organic compatibility and risk of adherence. The patient's condition was reported as fine.